Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on 11/30/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the quattro catheter was placed in the right femoral vein by a physician with 10 years of experience on (B)(6) 2016 for purpose of therapeutic hypothermia, post cardiac arrest. The catheter was placed smoothly, with no issue. The patient temperature at the start of the ivtm system was 36.5°c and the target temperature was 33°c. Approximately 2 hours after therapy was initialed, the airtrap alert sounded and the saline bag had run dry. After checking for saline leaks outside of the patient, none were identified. As such, the catheter was exchanged for a new quattro catheter. Therapy resumed with no further issue. There were no reports of patient consequences.

Manufacturer narrative:
The customer reported complaint of the airtrap alert sounded and the saline bag had run dry was confirmed during visual inspection and initial functional testing. A pinhole leak was noted at the distal balloon of the quattro catheter; however the exact root cause could not be determined. A visual inspection of the returned catheter was performed. The catheter was received with traces of desiccated blood on the balloons, shaft, luer tubings and infusion ports. Leak at distal balloon was noticed during flushing, thus confirming the customer reported complaint. No abnormalities with the catheter were seen which may have contributed to the symptoms seen at the distal balloon. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a pinhole leak was noted at the distal balloon. Following the test, all balloons deflated successfully without any issues. The potential cause of the pinhole is likely to be a latent defect (e.g., a microscopic gel particle) in the balloon that eventually leads to a pinhole. All balloons go through a thorough inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This included destructive testing to verify burst strength. Note, during manufacturing, all quattro catheter are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process.